Event description:
It was reported that at the end of a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, a second-degree burn measuring approximately 1cm in diameter was observed around an incision port site. The complication was identified around the port site where arm #2 was installed with a maryland bipolar forceps (mbf) instrument. A dressing was applied to the area. On 15-jan-2026, intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding this event. It was confirmed that the mbf instrument was inspected prior to use and no damage or abnormalities were observed. The grounding pad was placed appropriately on the patient's leg and appeared to be free of any defects. The affected area was a 1 cm circular ring, appearing red but not charred or bruised. To address the burn, the surgeon applied gauze but did not use any burn ointment. Double-cannulation was not employed during the procedure, and no electrical arcing was observed at any point. Throughout the case, no damage or abnormality was noted with any instruments or accessories, nor during their inspection. No energy instruments were activated near the cannula openings inside the patient, and no arcing occurred between instruments or cannula openings. There were no difficulties or abnormalities with insertion of the obturator, cannulas, or trocars, and the port incisions were deemed appropriately sized for an 8 mm cannula. The reporter did not attribute the discoloration or burn to mechanical pressure from the trocar or cannula against the port walls. No photographic images of the burns are available for review.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An advanced system log review was performed and the error logs did not show any relevant errors that would have caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cables on an in-house system, and passed energy delivery test. The instrument was fully functional. No abnormalities were observed during the energy delivery assessment; the instrument performed within expected parameters. Furthermore, electrical continuity testing was conducted, and all measured values were within normal operational ranges, indicating no issues with the instrument's electrical pathways or connections. No product issue was identified.